Event description:
It was reported that, on (B)(6) 2026, after approximately 24-36 hours of pod wear on the arm, the patient¿s blood glucose levels decreased to approximately 23 mg/dl. Reported symptoms included sweating, slurred speech, and loss of consciousness. The patient sought medical attention and was hospitalized for approximately three days. The patient was treated with liquid glucose and intravenous therapy and was discharged on (B)(6) 2026. Upon follow-up, the patient¿s omnipod therapy settings were reviewed, and it was found that the insulin-to-carbohydrate ratio (icr) varied between 1-2 g of carbohydrates per unit based on time of day, which was set very aggressively for the amount of insulin the patient was using (average of 85 units of insulin per day). It was also found that the basal/bolus split was approximately 50/50, with a slightly higher bolus and very few grams of carbohydrates consumed (30-60 g/day). The patient reported that she counts carbohydrates in her meals and enters them into her omnipod system. Insulet¿s clinical product support encouraged the patient to follow up with her healthcare provider about increasing her icr. Further follow-up with the patient confirmed that the incidence of low blood glucose episodes had decreased; however, the patient did not provide additional information regarding any omnipod therapy setting updates or additional discussions with her healthcare provider and declined further conversations. It could not be confirmed whether incorrect therapy settings may have contributed to the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.